Event description:
The hospital reported that the vasoview 7 xb bisector (us), access port for co2 was blocked. It was discovered when hooking up to the co2. No sign of physical damage or degradation on the co2 access port was reported. They took the hand piece, and found out is also had co2 tubing. The device was not re-sterilized prior to this incident. A new device was used. No patient harmed reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 3000283677 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.